Event description:
Roth net platinum used to retrieve large polyp, removed-by-snare. Upon retracting the net back through olympus scope cf-q160al channel, approximately 4 inches of catheter surrounding net control wire was stripped of the wire and left free in the scope channel. Scope was removed and procedure completed with other scope and equipment. Dislodged portion of net retrieved at scope washing included 2 intact parts with perfect shear lines at 90 to the axis of catheter. 1 part was approximately 25 cm in length and the other about 50 cm in length. Also noted on the net control wire was another 3 cm segment sheared into 1/3, 2/3 pieces with same shear line.